Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Or report disclosed to the public under the freedom of information act.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that act button was unresponsive and that they had difficulty priming. There was no indication of troubleshooting or the issue being resolved during the call. There also no indication of the insulin pump returning for analysis.